Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the issue was alleged to be an out of box failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding an event with no patient involvement. It was reported that the there was a bent lead tip when the surgeon took it out of the trey. The lead was returned to the rep and a new lead was opened. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lead (lot number: 0215402276) revealed the distal end of the lead was bent (new out of the box). If information is provided in the future, a supplemental report will be issued.